Event description:
It was reported that two er420 were used during an unk procedure. It was reported by affiliate that the instruments have scissored clips (did not cut the vessel). A new applier was used to complete the case. There was no consequence to the pt.